Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The user indicated that there was trigger cord breakage and trigger cord separation without deployment of band. Without return of the complaint device or photos, trigger cord breakage and trigger cord separation could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Responses to additional questions indicated that there was trigger cord breakage. If extreme pressure was applied to the handle in response to resistance, this could contribute to trigger cord breakage. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used two (2) cook saeed multi-band ligators. The user released the first five (5) bands successfully, but the last band failed [to release] [unable to deploy] because the trigger cord was running out. The user used another device, of the same lot number, to continue the procedure, when the same issue occurred. The last band failed to release [unable to deploy], due to the trigger cord broke, during releasing of the sixth band. The procedure was prolonged due to the issue of the device described above. Additional information was received on 05/17/2018: trigger cord running out means that the trigger cords were pulled completely out of the band ligator at the tip of the endoscope. The cords are intact, but one band was left on the barrel. The trigger cords failed to drag the rubber band off the barrel. The second time, with the new device, the last rubber band and part of the trigger cords were left on the barrel. This may be caused by excessive force on the cords [if they] got stuck on the endoscope channel or the barrel edge. Other than the deployed bands, a section of the device did not remain in the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient experienced a prolonged procedure due to this event. Additional procedure time without further adverse effects is not likely to cause or contribute to death or serious injury if it were to recur. Therefore, this is not considered an intervention.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The user indicated that there was trigger cord breakage and trigger cord separation without deployment of band. Without return of the complaint device or photos, trigger cord breakage and trigger cord separation could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Band deployment difficulty can occur if the endoscope accessory channel is compromised. In these cases, the endoscope accessory channel collapses, restricting the trigger cord and preventing proper band deployment. The instructions for use contain the following statement: "use of an endoscope in a sound state of repair is a prerequisite for a successful multi-band ligation procedure." Band deployment difficulty can occur if the trigger cord is not properly seated in the handle assembly. The instructions for use advise the user: "note: knot must be seated into hole or handle will not function properly." A precaution in the instructions for use state: "it is vital that the integrity of the working channel is intact as grooves or other obstructions in the working channel can potentially cause the string to catch, resulting in band deployment difficulty." It is possible that this could lead to band deployment difficulty and damage to the trigger cord as well. Responses to additional questions indicated that there was trigger cord breakage. If extreme pressure was applied to the handle in response to resistance, this could contribute to trigger cord breakage. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is currently being assessed and a follow up report will be sent. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic variceal ligation (evl), the physician used two (2) cook saeed multi-band ligators. The user released the first five (5) bands successfully, but the last band failed [to release] [unable to deploy] because the trigger cord was running out. The user used another device, of the same lot number, to continue the procedure, when the same issue occurred. The last band failed to release [unable to deploy], due to the trigger cord broke, during releasing of the sixth band. The procedure was prolonged due to the issue of the device described above. Additional information was received on 05/17/2018: trigger cord running out means that the trigger cords were pulled completely out of the band ligator at the tip of the endoscope. The cords are intact, but one band was left on the barrel. The trigger cords failed to drag the rubber band off the barrel. The second time, with the new device, the last rubber band and part of the trigger cords were left on the barrel. This may be caused by excessive force on the cords [if they] got stuck on the endoscope channel or the barrel edge.